Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device primary language could not be changed. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The customer also contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue of incorrect language configuration was able to be verified and was able to be duplicated. Root cause could not be determined. The issue was resolved by changing the primary language to french. The reported issue of loose/missing lid magnet was not able to be verified and was not able to be duplicated. Root cause could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device primary language could not be changed. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The customer also contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.